Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. The lot review activities are in progress. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following implantation of a micro-stent, the device is visible in the anterior chamber day one postop. At week one postop, the device has migrated out into the anterior chamber with the collar and three rings showing. Additional information was requested.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of migration; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. A possible root cause is that malposition and device movement are established risks associated with use of he device that are clearly specified in the product labeling. (B)(4).